Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on the helix mechanism.

Event description:
It was reported that the lead helix did not move gradually and pops out. It also would not retract or extend. The lead was attempted and not used. No patient complications have been reported as a result of this event.